Event description:
It is reported that the patient underwent total knee replacement in 2004. In 2005, the patient's knee was revised due to the articular surface becoming loose in the tibial baseplate.

Event description:
It is reported that the patient underwent total knee replacement in 2004. In april 2005, the patient's knee was revised due to the articular surface becoming loose in the tibial baseplate.